Event description:
Per complaint (B)(4), a patient's dental implant was explanted due to inflammation. The implant was not replaced.

Manufacturer narrative:
Provided device evaluation results and updated method, results and conclusion code to report findings.